Event description:
It was reported that the patient had a pacemaker system implanted. The pocket did not heal even though the patient was treated with antibiotics. The device was removed and another device was implanted on the other side. Again the patient pocket did not heal and the patient was treated with antibiotics. The device was removed. The patient was tested for allergies and was positive for medical adhesive. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.